Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery related issues, blank display after battery change, scratches on the screen, buttons were hard to press, had a no delivery and protruded drive support cap. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip. Minor scratched lcd window, broken battery cap and cracked belt clip slot. Unit received with all no button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to verify excessive no delivery alarm, unexpected battery power loss and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. No blank display and frozen screen noted. No loose drive support cap noted during visual inspection.